Event description:
A large centrifuge "exploded" and turned at an angle on the table. Blood was spraying out of the back and there was a burning smell. The centrifuge was properly balanced and had been running for a few minutes before the incident. Upon opening the centrifuge, it was discovered that the metal arms that suspend the buckets had broken off. Forty-eight tubes of blood were loaded and broke causing delay in patient care and redraws.the company will provide aluminum buckets instead of plastic. They also suggested that the rpm setting be lowered to 8 instead of 12.follow up with the manufacturer's representative, who examined the device reveals: the centrifuge did not "explode" as described, but the rotor did break and blood leaked out from the openings of the machine. The buckets in use were plastic and not aluminum. The rotor speed was mismatched to the weight of the buckets. The manufacturer recommends that a less heavy aluminum bucket be used. This will reduce the number of tubes in a run from 48 to 32. The manufacturer also recommends that the rpms be reduced to 4,000. The rpms were routinely running at 4,500 to 5,000.